Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms. The patient reported they had gone to the doctor the week prior and the doctor put them on program 4. Patient reported that last friday they were told to go to program 3. Patient stated they called and asked the clinic and told them they were not having symptom control and the clinic told them to decrease the stimulation. Patient was able to use their patient programmer to verify that stimulation was on and they were on program 3 at 1.7. Patient increased stimulation to 2.1 which was comfortable sitting, standing, and walking. Patient was aware to decrease the stimulation if it became uncomfortable. Patient was going to track symptoms. Patient reported this was a gradual return of symptoms, stating they were having to catheter more, then they were able to go. No further complications were reported or anticipated.